Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced low blood glucose. The customer blood glucose level was 52 mg/dl at the time of incident and current blood glucose value was 199 mg/dl. Customer treated with food. The customer was assisted with troubleshooting and declined for low blood glucose. The insulin pump will not be returned for analysis.